Event description:
Customer's mother reported the aviva system gave a blood glucose result of 214 mg/dl at a time when the customer was symptomatic of hypoglycemia, required treatment by layperson. Retested as 27 mg/dl within 10 minutes on the same system. Caller did not treat based on the advantage result; treated symptoms. Also reported an incident in which the aviva system gave blood glucose result "in the 200's " mg/dl at a time when the customer was symptomatic of hypoglycemia, required treatment by layperson. Mother treated the customer's symptoms, did not act on device result. A request was made for the return of the system and a replacement was sent.